Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt developed a staph infection and the pump was removed. The pt planned to have a pump reimplanted in 6-8 months. Additional info has been requested, a follow-up report will be sent if additional info becomes available.